Manufacturer narrative:
The qc tests had acceptable results. Due to the passing qc and calibration results, a general reagent problem can be excluded. The field service engineer found problems with the sample pipetting and "performed some actions on the machine" and the customer confirmed "that improved" the performance of the analyzer. The investigation determined that the issue found by the field service engineer, due to insufficient analyzer maintenance, was the root cause of the event.

Manufacturer narrative:
The country of origin is (B)(6). Unique identifier (UDI) (B)(4). The previous calibration had acceptable results. The investigation is ongoing.

Event description:
The initial reporter complained of questionable crej2 creatinine jaffé gen.2 - compensated method for serum and plasma results for 3 patient samples on a cobas integra 400 plus analyzer. Patient 1: the initial result was 0.91 mg/dl and the repeat result was 1.25 mg/dl. The repeat result was considered correct and released to the patient. Patient 2: the initial result was 0.96 mg/dl and the repeat result was 1.28 mg/dl. The repeat result was considered correct and released to the patient. Patient 3: the initial result was 1.20 mg/dl and the repeat result was 1.57 mg/dl. The repeat result was considered correct and released to the patient. No incorrect results were reported outside the laboratory. The reagent lot number is 47624401 and the expiration date is 31-jan-2022.